Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an rv lead explant procedure, the lv lead dislodged. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.